Event description:
A malfunction alarm on a pump was reported by a customer, but no notable events occurred prior to this malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s level. Technical support provided information and assistance to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the issue reoccurs.